Event description:
The customer reported that after 45 of use during a laparoscopic colon case, the system provided an error tone and continued to alarm during use. The staff removed and reinstalled the battery and generator in order to continue using the system. A metal piece of the active waveguide detached from the dissector and fell into the patient cavity. The piece was retrieved from the patient with no injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.